Manufacturer narrative:
Zoll medical corporation evaluated the device, and the customer report was not replicated or confirmed. The device was put through extensive testing which included full functional testing without duplicating any malfunction. The device's central processing unit board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the device log suggests the display may have dropped out related to communication. We couldn't firmly establish this was related based on our investigation and customer information..

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device inappropriately shut down and would not power back up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.